Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device had early battery depletion from a combination of high outputs and pre-electrogram storage being on. The device was removed and replaced. No patient complications were reported as a result of this event.